Event description:
During a pvi procedure, one of the balloon splines broke off at the distal connection. Regular access was obtained, transseptal was performed, mapping was done, volt catheter was prepped, baseline done, and successful therapy delivery was done on the lspv. The volt was navigated into the lipv when therapy was aborted by the current generator with the error: "short circuit on therapy path". After short troubleshooting on current ECG patches, baseline, reconnecting the catheter there was no resolution. The catheter was removed for inspection which revealed that one of the splines of the ballon broke off the catheter at the distal connection. The catheter was replaced, and the procedure was completed with no adverse patient consequences.